Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the critical lows and stock out were not printing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the critical lows and stock out were not printing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that stock outs and critical lows was not printing again. A technical support specialist (tss) accessed the server, checked the printer and found many documents in the queue. Tss found printers had become overwhelmed or stuck. Tss canceled all the documents, restarted the bulletin service, restarted the print spooler service and printed a test page to resolve the issue. The customer confirmed that the test page and critical lows bulletin were printed. The system functioned as intended after the technical support specialist troubleshot the device.